Manufacturer narrative:
Further investigation revealed heat damage to the motor and the press plug. The damaged motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair and overheating was discovered during the quality investigation testing. No adverse event was associated with the device.